Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the inflation lumen approximately 24cm from the tip. The tip is damaged and there is blood present in the balloon. There is contrast present in the inflation lumen and the balloon is loosely folded. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 20 atmospheres (atm). The reported information indicates the device was inflated to 14atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 07 mar 2019. It was reported that shaft leak occurred. The target lesion was located in the left circumflex artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for post-dilaton. However, upon inflation it was noted that it could not reach 14 atmospheres and the pressure was constantly dropping. The device was removed from the patient's body and checked if the balloon ruptured. But, there was a leak at the connection between the hypotube and the distal shaft of the balloon. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft hole in material.